Event description:
It was reported that this right ventricular lead exhibited loss of capture, farfield oversensing and pacing inhibition. Furthermore, the patient experienced presyncopal episodes. Initially it was decided to only explant the device as it was suspected that this was the root cause of the issue. However, the issue was not resolved with the new device, this confirmed that the root cause was the lead. This lead was explanted and replaced. No further adverse patient effects were reported.